Manufacturer narrative:
Device evaluation summary: the device was received for analysis. A tear damage on the proximal 0.84mm of the ptfe sleeve was noted, resulting in oversized diameters of .04515" and .04420". A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The damage presented by the used devices appears consistent with the distal end of the companion device catching on the proximal edge of the ptfe sleeve as it is loaded over the wire from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nitrex guidewire to treat a lesion in the great saphenous vein. It was reported that the back end of guidewire coating was noticed to be separating from wire core, causing a small lip edge to form. This lip interfered with the placement of catheters over guidewire. It was reported that with fine manipulation, physician could make catheter go over the affected guidewire; however, physician ended up replacing it with another guidewire to complete the procedure. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.